Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(6); study subject (B)(6) was implanted on (B)(6) 2007, with an advance sling. A second advance sling was implanted on (B)(6) 2008. On (B)(6) 2008, the patient experienced acute urinary retention after the second sling was implanted. Intervention: catheterized at first, then intermittent self-catheterization. The study site determined the event was related to device and to the procedure. The event was resolved on (B)(6) 2008.